Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08725 inches. No delivery alarm/occlusion alarm during testing. No bolus stopped anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that her son experienced high blood glucose. The customer¿s blood glucose values were 400 mg/dl, 420 mg/dl, 480 mg/dl, 87 mg/dl and 274 mg/dl. The customer treated high blood glucose with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer received bolus not delivered alarm before he experienced hyperglycemia. The customer performed high pressure test and it was failed. The customer changed speed from quick to normal but insulin pump again failed high pressure test. The insulin pump had insulin flow blocked alarm and not being forced to rewind pump at the time of high pressure test. The insulin pump passed self-test. The insulin pump will be returned for analysis.